Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The device was returned to the manufacturer on april 05, 2017. Per the pump print-out received with the device, the pump had been programmed to deliver 70.0 mcg/ml of baclofen at 13.994 mcg/day, 7.0 mg/ml of bupivacaine at 1.3994 mg/day, and 2.0 mg/ml of hydromorphone at 0.3998 mg/day. Per the device print-out, multiple "reset occurred," "reset occurred - low battery," "pump in safe state," and "motor stall recovery occurred" messages occurred on (B)(6) 2017.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported the cause of the 8474 error code (pump reset) was unknown; the pump failed. The patient had surgery to have the pump battery replaced ¿on (B)(6) 2017¿. The patient¿s weight at the time of the event was reported to be 199 lbs. The pump reset and symptoms had resolved according to the hcp. It was reported via hcp office notes from (B)(6) 2017 that the patient gave a history of having had back pain for more than 5 years. The patient did report in 2006 she had significant lower back pain. The patient reported she was evaluated by an orthopedic surgeon. The surgeon had performed multiple epidural injections and nerve blocks. The patient apparently had a herniated disc at l5-s1. The patient reported the she did have a fusion at the l5-s1 level. The patient apparently had leg pain. The patient reported that happened in 2008. At present, the patient reported her pain appeared to be across the back. There had been no improvement in the back pain. The patient reported that lying down helped to reduce the amount of pain. Standing and walking were associated with increased pain. The patient did have some radiation into the legs. The patient also reported she had been using pain medications on a regular basis. They had been helpful, but t he patient didn¿t wish to try any more pain medications as they appeared to be causing significant side effects. The patient had recently undergone radiofrequency ablation off bilateral lumbar median branch nerves at l5-s1 and sacroiliac joint in (B)(6) 2015. The patient reported that it had been extremely beneficial. Her pain intensity had decreased significantly. The patient came into the office that day ((B)(6) 2017) and reported she had been having a lot of increased back pain. The patient also reported that she had been having difficulty with standing up straight. That appeared to be becoming worse. On (B)(6) 2017, the patient had come into the office urgently as she had been having some issues with her pump and felt that she was having symptoms of withdrawal. At present, the patient had been sleeping well and had regular bowel movements. The patient did maintain her height and had lost more weight. The patient lost 8 pounds due to the withdrawal. The patient was able to perform her activities of daily living. Medications the patient was taking included hydrocodone-acetaminophen and celebrex. Medical history included an unspecified type of arthritis, degenerative bone disease, hypertension, and a family history of alcoholism (father). A review of systems on (B)(6) 2017 showed the patient had unintentional weight gain, leg cramps or pain when walking a short distance, nausea and vomiting, decreased sexual drive, limitation of use of a joint, muscle pain, back pain, headache, feeling sad more than usual (depressed), increased appetite, increased thirst, and easy bruising. The patient¿s pain on a scale of 1-10 for movement was a 5. The patient had tenderness over the lumbar spine. The patient had a surgical scar over the sacral spine. An assessment of the patient included sacroilitis (not elsewhere classified), spondylosis in the lumbar region without myelopathy or radiculopathy, other intervertebral disc degeneration, low back pain, and post-laminectomy syndrome not elsewhere classified. The patient was going to continue with current medications. Follow-up was scheduled in three days and on (B)(6) 2017. The hcp further reported they had a discussing with the patient and had expressed to the patient they were not satisfied with the current pain management. It appeared the combination of medications was working out very well for the patient. The patient was at the office urgently that day with a chief complaint of low back pain secondary to failed back syndrome. The patient indicated to the hcp about having concerns of symptoms of withdrawal. The patient was concerned that the intrathecal pump had not been working well. Telemetry was performed. It was quite clearly noted that the patient¿s pump had gone into safe mode. Further intervention indicated that the patient¿s low battery alarm was activated. The hcp tried to start the pump again, but it appeared to be having some difficulty. On the second attempt they were able to reduce the daily dose to 0.4 mg and inactivate the personal therapy manager (ptm). That allowed for the pump to work. The hcp explained to the patient that she could use oral medications to compensate for the pain and symptoms of withdrawal. The hcp further explained to the patient that as the low battery alarm had activated, and the elective replacement indicator (eri) was 10 months, it was not possible to guarantee the functioning of the pump. At present, it was appropriate to make arrangements for the pump to be replaced as soon as possible. Prescriptions for additional medications had been given to the patient. Pump logs provided from (B)(6) 2017 only showed the logs for the new pump. Operation notes from the pump replacement procedure on (B)(6) 2017 reported the patient had a preoperative and postoperative diagnosis of post-laminectomy syndrome with intractable pain and an intrathecal pump failure. The patient was given 1 gram of ancef to cover for the procedure. During the procedure, they were able to deliver the pump. It was noted that the pump was alarming at the time when they were doing the surgery indicated the pump had failed. The pump was removed, and they were able to disconnect the catheter which also had a free flow of cerebrospinal fluid (csf) noted. The new pump was emptied of water and refilled with the medications aspirated from the old pump using a combination of hydromorphone and clonidine. They used antibiotic irrigation during the procedure before closing up the patient. The patient tolerated the procedure fairly well and was sent back to recovery in a satisfactory condition. At that time, telemetry was then performed with the new pump. No further patient complications were reported. Additional information received from the consumer on 2017-mar-31 reported they were sitting at their desk working when the symptoms started. The patient started yawning a lot. The patient smelt a scent through their skin, had a funny taste in their mouth, and their back pain increased. The patient had a went to the doctor as soon as possible, and it was confirmed the pump died; the pump still had 10 months to live. The patient¿s weight at the time of the event was (B)(6). The patient¿s symptoms had resolved. A new pump had to be implanted on (B)(6) 2017. The patient stated when the pump stopped working, some of the withdrawal symptoms came back which was why they recognized something was wrong with their pump. The patient¿s back pain increased, and they went to give themselves a bolus dose which was when they saw the error code 8474 on their ptm.

Manufacturer narrative:
Analysis of the pump found high battery resistance. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and post-lumbar lam inectomy syndrome. The pump contained bupivacaine, an unknown brand of baclofen, and dilaudid all at unknown concentrations and doses. It was reported the patient had an 8474 error code (reset occurred) on their personal therapy manager (ptm). The patient reported symptoms of anxiety, tired, and smelling ¿funny smell¿. The symptoms began the day of report. The current drug in the pump was related to the reported event. The patient was going to follow-up with their health care provider. No further patient complications were reported.

Event description:
Additional information received from the consumer via a manufacturer representative reported the pump was replaced on (B)(6) 2017. The representative was sending the pump back the day of report (2017-mar-28). No further patient complications were reported.